Event description:
It was reported that the user experienced hypoglycemia, with blood glucose at 57 mg/dl rising to 65 mg/dl during a call, after a recent meal and with approximately 3 units of insulin on board; the event was attributed to insulin delivery likely exceeding the user¿s needs, and the user planned to consume additional carbohydrates with glucose trending upward by the end of the call. Symptoms included low blood glucose. Outcomes included no alarms, no injury, and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the device function could not be confirmed as contributory and user factors, including insulin on board relative to carbohydrate intake, were considered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.